Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) event that occurred in (B)(6) 2024, which led to hospitalization for approximately one week. The user stated she also experienced a heart attack and required a stent. She has since discontinued use of the ilet system and declined to provide further details.